Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received motor power supply voltage error detected and this was measured before each single pump stroke and then continually measured periodically during the entire motor driving period. Customer¿s blood glucose level was 391 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the pump. Customer troubleshoot was performed. Customer was advised to the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed spi to motor pic communication error during the rewind sequence. The motor was tested outside of the device and passed. Problem isolated to electrical board . Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly.